Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated; g3: date received by manufacturer was updated; g6: type of report was updated; h2: type of follow up was updated; h3: device evaluated by manufacturer was updated; h6: type of investigation was added: 4119; h6: investigation findings was added: 3221; h6: investigation conclusions was added: 4310. The reported device was not received for evaluation. The reported condition of a fractured screw was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed, as the device was not returned. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed, without relevant lot and item information. A definitive root cause for the reported event could not be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3: other text, no lot, no item, or device available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports a broken unknown 3i biomet abutment screw.